Event description:
Attempted to charge defibrillator at 200 joules, monitor read low battery and shut off. Battery changed and again attempted to defibrillate at 200 joules. Monitor again shut off. Plugged in and worked.